Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a melted cannula tip. Applied medical has reviewed the details surrounding the event and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Event description:
Procedure performed: gastric bypass. Event description: during placement of the trocar the tip melted and broke. Additional information received by applied medical rep via email on 10oct25: the break didn't cause particulation. The break was identified after insertion. Inserted rotating. No difficulty during insertion. The trocar was not used with a robot. The customer doesn't know if the obturator was inserted in the cannula at the time of the incident. Intervention: took new ctf03. Patient status: no patient injury indicated.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: gastric bypass. Event description: during placement of the trocar the tip melted and broke. Patient status: no patient injury indicated.